Event description:
The removal surgery of the device was conducted due to skin inflammation after implantation to a pediatric patient. The device was discarded at the facility. Further information would be provided as soon as (B)(4) receive it from the facility.

Manufacturer narrative:
Gtin: unknown. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.